Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium result on the alinity c processing module, serial number (B)(4). Patient sid (B)(6): initial potassium result of 7.22 mmol/l retested at 4.05 and 4.06 mmol/l on different alinity c processing modules. The customer's normal range is 3.5 - 5.3 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr inspected the analyzer and performed multiple troubleshooting services including the replacement of the cuvette dry tip which resolved the issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.